Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported diffuse lamellar keratitis (dlk) in a patient's right eye two days post lasik. The patient was prescribed oral steroids and topical steroid dosage was increased. A flap lift and rinse procedure was performed in the right eye. Patient complained of hazy vision in their right eye. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed and all laser system functions were within specifications during treatment this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).